Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient's connector pin has been loose for about 3 months and it broke off on friday. They noted that this was her 3rd device and it kept malfunctioning. They clarified that she had the dtc or insr replaced in the past since implant (B)(6) 2017. They called back on (B)(6) 2018 and stated they had poor communication. They were having a lot of back pain and the insr was not working. The patient said she reset the ins and it still didn't work. Asked, "when was the last time you were able to successfully charge your device?" The patient said it had probably been like a month. In trying to troubleshoot, while they were repositioning the antenna over the ins, they saw the 'reposition antenna screen'. Patient services reviewed if the programmer doesn't communicate with the ins the patient should follow up with the doctor for possible jump start. Patient services reviewed if the programmer did communicate with the ins, the patient should call patient services back. No further allegations/complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, lot#, serial#: (B)(4), implanted: explanted: product type: recharger. Analysis of the desktop charger ((B)(4)) revealed that the connector pins were broken and the connector shell was gone. If information is provided in the future, a supplemental report will be issued.